Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: web/email.

Event description:
Reported false positive sars result for 1 consumer. The consumer communicated the result was confirmed negative by another rapid antigen assay. 4 additional consumer events were also communicated which are captured on a separate reports.